Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint.

Event description:
The customer's father stated that the display was blank when the customer woke up. The reported blood glucose reading was 408 mg/dl. Troubleshooting was performed and the display remained blank. Nothing further was reported.